Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 440 mg/dl. Customer stated that user reported insulin delivery was suspended due to sensor glucose vs blood glucose difference. The customer¿s blood glucose was 440 mg/dl and sensor glucose was 273 mg/dl at the time of the event. It was unknown if the customer was using auto mode or not. The insulin pump and sensor will not be returned for analysis.